Event description:
A customer reported receiving an f94 alarm on the flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log found evidence of the f94 alarm. Visual inspection found the device in a good physical condition. The device was functionally tested by performing a power-on self-test. The power on self-test verified the reported issue. The cause was determined to be a damaged main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.